Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer decided to continue using the current pump to ensure insulin delivery is not interrupted.